Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Visual examination of the returned product identified the screw to be fractured and not all the pieces were returned. Device was submitted for further analysis. Analysis of the cannulated screw part sample showed that it suspected to have fractured due to torsional overload. Fracture surface revealed sheared ductile overload dimples near the suspected crack initiation area. Lot identification is necessary for review of device history records, lot identification was not provided. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: item#: 14-450350, 1.1x150mm k-wire w/trocar 5pk; lot#: unknown. Item#: 110008402, cann drill 2.0mm w/ao ste; lot#: 70026672. Item#: 110008345, flat washer 3.0mm; lot#: unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as product was retained by the patient. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that while advancing the implant, the implant fractured where the shaft and the threads meet. Subsequently, the patient retained part of the implant.